Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case, service code 204) was confirmed. Upon investigation the monitor displayed a service code 204 (belt/monitor unusable) and the ca board capacitors were unable to charge. The cause for the failure was isolated to a defective q2 component not allowing a signal voltage to turn on the u1 component to permit charging of capacitors. The root cause for the defective q2 component could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient had a damaged monitor case, and was received service code 204 messages (belt/monitor unusable).